Manufacturer narrative:
Concomitant medical products: model number/catalog number:sc-9218-15, serial number: (B)(4), batch/lot number: 7018165, model/catalog description: precision m8 adapter 15cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 334550, model/catalog description: spectra wavewriter ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients m8 adapter was sticking out through the skin. The patient was placed on antibiotics and underwent a revision procedure wherein the incision was opened and tucked the m8 adapter behind the ipg. The patient was doing well postoperatively.